Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse wanted to infuse precedex (dexmedetomidine), set up the infusion and observed the drips moving too quickly. As a result, she opened the door, disconnected the line, and discontinued the medication. No patient harm was reported, and the devices were sent to biomed with no devices issues observed with biomed testing. Although requested, no other event information was received.

Manufacturer narrative:
Additional information provided: weight, device available for evaluation? & concomitant medical products. The customer¿s report of dripping too fast was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal missing. The only anomalies noted during the initial inspection were dull iui connectors. There were no anomalies observed with the primary set. Analysis of the pcu event log shows an infusion of dexmedetomidine 200 mg/50 ml (drug ID 164) was programmed to infuse at 6.09 ml/hr and ran for approximately 14 minutes before being channeled off. The volume recorded as being infused during this period was 0.153 ml. Functional testing was performed and found the device to be delivering fluid within specification. There were no leaks observed from the set. The root cause of the customer¿s report of an over-infusion was not identified.